Event description:
A distributor reported that during preparation for a procedure while the patient was under anesthesia, the physician attempted to plug a whirlwind 90 degree probe into the dyonics rf system. The generator displayed "0" and would not recognize the probe. An additional whirlwind 90 degree probe from a different lot was tested and again, the generator displayed "o" and would not recognize the probe. The procedure was completed using a competitors generator. No patient complications were reported as a result of the event.